Manufacturer narrative:
(B)(4). Six pictures from a section of the product catalog number 037-28 (aquapak 728 sw , 760 ml w/028 adaptor) were received for analysis. They were visually inspected and no issues were found; sample is needed in order to perform a proper investigation of the issue. A device history record review could not be conducted since the lot number was not provided. The failure mode reported was not confirmed. The pictures received for evaluation do not show damage on the thread of part number mp-0321 "snap-on flowmeter adaptor". Although the complaint mode was not confirmed from the pictures received, nuevo laredo facility has confirmed this failure mode on other reports received. Additionally, CAPA file (B)(4) was opened to further investigate this issue.

Event description:
The customer alleges that it is hard to align the threads/connector and as a result there is an oxygen leak. No report of a patient injury.